Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip prematurely deployed off the catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.